Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (2) 5mm, 31g pen needles (1 open without the tear drop label, 1 sealed) from lot # 0084028. Customer states that he had difficult time removing pen needle after injection. Both returned pen needles were examined and both were able to securely attach and easily detach from a pen without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was difficult to detach. The following information was provided by the initial reporter: material no: 320119, batch no: 0084028. It was reported that the customer had difficult time removing pen needle after injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was difficult to detach. The following information was provided by the initial reporter: material no: 320119, batch no: 0084028. It was reported that the customer had difficult time removing pen needle after injection.